Manufacturer narrative:
The forceps were discarded after the procedure. Review of the inspection record for the forceps lot found no abnormalities. Biopsy tools are designed to have sharp edges and their function is to puncture or otherwise penetrate the tissue in order to collect a specimen.

Event description:
On (B)(6) 2012, an sdi sales representative was notified of a case on (B)(6), at (B)(6). The pt had leukemia and was bleeding excessively after forcep sampling. As reported by the sdi sales representative, the pt coded and CPR was performed. As of (B)(6) 2012, the pt was hospitalized.